Event description:
A report was received that alleged an overinfusion of morphine due to a programming error. The report states the device was inadvertently changed by a nurse who reportedly was unaware that the device could be programmed in either milligrams or micrograms. The situation was noticed prior to the patient suffering any ill effects and the device was removed.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Unable to verify the customer's complaint. The pump history was downloaded and analyzed, no anomalies were found. There are no instances in the event log where the delivery units were changed from milligrams to micrograms. There are no error codes in the event log, and no indication that the pump settings were defaulted. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.